Manufacturer narrative:
The manufacturer initially reported a ventilator failed to boot up. The ventilator was returned to a third party service center for evaluation and the complaint could not be confirmed or duplicated. The device operated as designed.

Event description:
The manufacturer received information alleging a ventilator would not boot up. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.